Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Caller filled and loaded a new cartridge onto the pump, successfully resuming insulin therapy, and the issue was resolved.